Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow-up, episodes of inappropriate auto-mode switch episodes due to competitive atrial pacing were observed. The patient was asymptomatic. Programming changes were made.